Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital because his inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgery was performed and testing revealed cracks in the tube connecting the pump to the reservoir. Therefore, the pump was removed and replaced. The cause of the connecting tube crack was not detailed by the hospital. The patient had a stable outcome.

Event description:
It was reported that the patient went to the hospital because his inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgery was performed and testing revealed cracks in the tube connecting the pump to the reservoir. Therefore, the pump was removed and replaced. The cause of the connecting tube crack was not detailed by the hospital. The patient had a stable outcome.

Manufacturer narrative:
Investigation summary: with all the available information boston scientific concludes that the reported tubing hole was not confirmed; however, analysis identified an activation issue with the returned pump. Review of the manufacturing documentation confirmed that the device met all specifications. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: the pump was leak tested, visually inspected, examined and functionally tested. The tubing was identified as having been cut down; no tubing was returned for analysis. The pump was functionally tested and did not pass the activation test. Product analysis concluded these activation issues could affect the functionality of the device. Product analysis was unable to confirm the reported a hole/perforated in the pump connecting tube; however, product analysis identified a pump functional test failure. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.